Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00796. It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was attempted to be pulled out, the stent embolized from the balloon. The embolized stent was then snared successfully. Another 3.00 x 16 synergy ii drug-eluting stent was then advanced; however, it was noted that there was no stent on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.